Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert that was detected for right atrial automatic threshold (raat) suspension due to the threshold rate was too high. The electrogram (egm) showed possible right ventricular (rv) loss of capture (loc) and crosstalk. The other lead measurements are stable, and the battery longevity status is normal. At this time the device and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert that was detected for right atrial automatic threshold (raat) suspension due to the threshold rate was too high. The electrogram (egm) showed possible right ventricular (rv) loss of capture (loc) and crosstalk. The other lead measurements are stable, and the battery longevity status is normal. Received additional information the ICD intrinsic amplitude was out of range on the rv lead. There was no undersensing observed. Further review was recommended. At this time the device and rv lead remain in service. No adverse patient effects were reported.